Event description:
It was reported to philips that on (B)(6) 2022, in room 7 of the neonatology department, a bradycardia and desaturation alarm would not have sounded. The baby's heart rate was 42 for an alarm limit setting between 80 and 180. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that on (B)(6) 2022, in room 7 of the neonatology department, a bradycardia and desaturation alarm would not have sounded. The baby's heart rate was 42 for an alarm limit setting between 80 and 180. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
H3 other text : no response from the customer to have the device repaired.

Event description:
It was reported to philips that on 02/09/2022, in room 7 of the neonatology department, a bradycardia and desaturation alarm would not have sounded. The baby's heart rate was 42 for an alarm limit setting between 80 and 180. No adverse patient impact was reported by the customer.